Event description:
The pt had positive cultures for mycobacterium fortuitum following open heart surgery where a sorin 3t heater cooler device was used. The pt presented for repair of aortic ascending aneurysm on (B)(6) 2016 and was discharged from the hospital on (B)(6) 2016. The pt was readmitted to the hospital on (B)(6) 2016 for sternal incision cellulitis with retrosternal fluid collection. The pt was discharged from the hospital on (B)(6) 2016. The pt was readmitted to the hospital on (B)(6) 2016 for worsening sternal wound. The pt underwent an incision and drainage of a sternal wound, debridement and muscle flap closure on (B)(6) 2016. The pt was discharged from the hospital on (B)(6) 2016. The pt was readmitted to the hospital on (B)(6) 2016 for sternal wound infection. The pt returned to the operating room on (B)(6) 2016 for debridement and irrigation of the sternum. The pt was discharged from the hospital on (B)(6) 2016. The pt experienced multiple readmission to the hospital, and add'l surgical operations as a result of the mycobacterium infection. Sorin 3t heater coolers have been reported in literature as a potential source for mycobacterium infection in pts undergoing open heart procedures. To date (07/14/2016), all mycobacterium cultures from the sorin 3t machine used on this pt have resulted negative. Cleaning records have been maintained and the machine that was used on this pt has been pulled from use to undergo extensive testing and subsequent cleaning and disinfection. The results of these tests have not been resulted as of today, 07/14/2016.